Manufacturer narrative:
(B)(4). Our investigation is currently in progress. We will provide a f/u report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported the following to a fisher & paykel healthcare representative: "I wish to advise you of an incident that occurred here at (B)(6) hospital with your product "tracheostomy direct connection". A junior intensive care nurse inserted an inner cannula in 2 patients with this product being used, but instead of disconnecting from the trache tube itself it was inserted through the opening of the product. It occurred on 2 patients". It was reported to the fisher & paykel healthcare representative that one pt desaturated to 89% and the other pt maintained an oxygen saturation level around 100%. It was reported that neither patient was compromised and no further treatment was required.